Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction code did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction reappeared, which customer acknowledged and understood.